Manufacturer narrative:
The user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer performed a supply change to address the occlusion and observed a blockage within the infusion set tubing. Reportedly, the customer had been using fiasp insulin within their pump supplies. Tandem technical support advised the customer against using fiasp insulin as it was off label to use with the pump. Customer's blood glucose level was 261 mg/dl.